Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had a communication error message at boot up. No pt injury was reported.